Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available.the user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. A service history review revealed no previous service events were related to the reported condition.a device history review was performed with no exceptions found during manufacturing.this involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a request has been made for the return of the device. Should the device or additional information become available, a follow-up medwatch will be submitted.similar reports have been received for the reported problem.